Event description:
Affiliate reported that the first two microsensor icp probes used both failed to zero, despite them checking changing the icp monitors. They then used a test cable to ensure that the icp monitor was working effectively, which it was. As a result the sensors were removed and replaced. The third microsensor was then put into the brain this one was zeroed continued to work effectively.

Manufacturer narrative:
Upon completion of this investigation it was noted that the supplier performed this evaluation and during the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. Please note the correct lot number has been updated. Customer initially reported a partial lot number. The catheter was evaluated and the following observations were noted: cosmetic lifting of sealant at sensor. Connector pins slightly bent. Minor bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 11/22/11. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint was closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.